Manufacturer narrative:
The suspect product is the comfort curve strip.

Event description:
Pt reported obtaining back-to-back blood glucose results, of 319 mg/dl and 116 mg/dl, on the advantage system (meter, strip lot 549422 with expiration date 01/31/2008). Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.